Manufacturer narrative:
Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four cre wireguided dilatation balloons used during the same procedure. Manufacturer report# 3005099803-2015-01615 pertains to the first device, manufacturer report# 3005099803-2015-01616 pertains to the second device, manufacturer report# 3005099803-2015-01617 pertains to the third device and manufacturer report# 3005099803-2015-01618 pertains to the fourth device. It was reported to boston scientific corporation that four cre wireguided dilatation balloons were used in the colon during a dilation procedure performed on (B)(6) 2015. According to the complainant, after dilation was complete, the balloon was unable to be removed through the endoscope, as the balloon was not fully deflated. They had to remove the endoscope and the device out of the patient, and cut the catheter to remove the device from the scope. The same issue happened with the other three balloons. The procedure was completed with a fifth cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.